Event description:
A patient reported that the charging port of the current pump was rusty, requiring manipulation to ensure successful charging. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.